Event description:
There was an allegation of questionable phos2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 15.9 mg/dl. The repeated result was 14.8 mg/dl. The sample was repeated again and the result was 3.5 mg/dl. This result was believed to be correct and was reported outside the laboratory. The questionable results were not reported outside the laboratory. The sample was repeated because the results did not match the patient's health status.

Manufacturer narrative:
The reagent lot number is 754367 with an expiration date of 31-dec-2024. The field service representative performed a precision test and adjusted the ultrasonic mixer and the sample probe. A general pre-analytical issue was suspected based on the issue with the sample probe. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.